Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ stent was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent was put inside the patient, and it was noticed that the end part of the stent was missing. The end part was found to be on the back table. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.